Manufacturer narrative:
Two samples outside of the original package with no lot number was received for evaluation. After a visual inspection, the syringe was found to be leaking. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The finished component for the monoject 6ml syringe, luer lock tip, is manufactured by a separate manufacturing site from the investigation and the assembly site which consists of a pick and place operation into a tray. The condition reported is not generated during the pick and place operation. A complaint notification was sent to the manufacturing site to initiate and investigate the root cause. A formal investigation was opened in order to determine the root cause and implement the appropriated corrective action(s) and preventative actions (CAPA). Subsequently, the corrective actions will be addressed on CAPA investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported while the doctor was doing a block, the syringe squirted out the side. It did not hit the patient or the doctor, there was no injury to the patient or the doctor, however, as a precaution the doctor ordered IV antibiotics.